Event description:
Rptr alleges pt having bilateral submuscular transaxillary implants in 1989. Pt complains of right breast being a smaller size a few years, but denies decreased size or history of trauma. The left breast encapsulated a year after surgery and had moderate local pain in the left and right breast. Pt's main concern is systemic problems which have developed in the last 4 years. These include arthralgia (upper greater than lower with increased stiffness in the morning), myalgia, paresthesia, dyspepsia, spasms, fatigue, sleep disturbances, sore throats, frequent sinusitis, headaches, visual changes, dizziness, memory loss, hair loss, itching, photophobia and miscarriage. Pt is otherwise healthy. Rptr also states pt has ruptured implant(s).